Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (1.0 mg/ml at 0.5 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that there was a catheter break and leak distal to the spine insertion site and the patient reported a headache. A catheter dye test was performed on (B)(6) 2018 and the IV (intravenous) dye was seen pooling at l2 via x-ray. A catheter revision was scheduled for (B)(6) 2018. The environmental, external, or patient factor that may have led or contributed to the issues was noted to be that the headache and fluid leak were noted status post kyphoplasty at l2 and l1. The issue was not resolved at the time of the report. The patient status was reported at ¿alive ¿ no injury¿. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.